Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported a presence of air bubbles in the infusion set tubing. The customer's blood glucose was between 210 and 250 mg/dl. The customer bolused and ate, after which the blood glucose rose to 414 mg/dl. The customer bolused again, which lowered it to 398 mg/dl, the customer's most recent blood glucose. She reported that the air bubbles she observed in the tubing may have contributed to the high blood glucose she experienced over the last few hours. The customer was advised to disconnect from the device and deliver a 5 unit fixed prime to purge the bubbles out. She was unable to check for leaks at the infusion set and was advised to change the infusion set. The air bubbles anomaly persisted after a set change. She was assisted with setting up the infusion set and was advised to call back if the issues persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.